Manufacturer narrative:
Device was not returned for eval. Attempts were made to hospital to retrieve device; however, device was not returned. No one had sustained injuries in this event. This is the final report.

Event description:
Device came apart during use.